Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer¿s blood glucose (bg) was 728 mg/dl. The customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit. Reportedly, the customer was using expired insulin. During hospitalization, bg was addressed with intravenous fluids of insulin and saline. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.